Event description:
Customer contacted cts to report false negative reaction obtained in the anti-d micro well in mts abd/abd gel lot# 021313053-13 exp. 2/28/14 in testing a cord sample on the provue instrument. However, according to customer, visual inspection of gel card, indicated the anti-d microwell reaction was positive with a grading of 1+. Customer further stated cord sample was tested for weak d testing using tube method and the anti-d reacted as 1-2+ at ahg phase. Tube testing was performed using ortho anti-d bioclone antisera lot # db294a1 exp 10/11/14. Customer also stated provue instrument is reading 4+ reactions as "?". Customer did indicate all "questionable results were reviewed and modified but is concerned with results and is requesting service . Service call created.

Manufacturer narrative:
The root cause that led to this event is most likely related to the fact that the gel camera of the provue was found to be out of alignment by field service. All repairs performed during the service visit have aligned the camera returned this instrument back to operation. Quality control testing performed after the service call passed. There was no reported harm to any patients. (B)(4).

Manufacturer narrative:
Initial report sent with mfg # (B)(4) instead of mfg # (B)(4). This report should never have been sent using mfg # (B)(4). File will be resubmitted under the correct mfg number.